Manufacturer narrative:
(B)(4).

Event description:
It was reported via email that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported that the "controller resent itself after receiving false values from the dexcom." The patient had to seek medical attention, however, no event details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined there were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.